Event description:
Treatment of an aneurysm. It was reported that the pipeline herniated into the aneurysm after deployment and could not be retrieved. As a result, the ica was sacrificed with coils.no complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)